Event description:
It was reported that the shock impedance of this right ventricular (rv) lead was found to be variable with certain measurements reaching over 125 ohms, which was high out of range. It was noted that this was most likely caused by patient condition. Technical services suggested reprogramming as troubleshooting. No adverse patient effects were reported. Currently, this lead remains in service.

Manufacturer narrative:
A risk review was completed and confirmed that the event of shock impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. No device issues are indicated based on available information. The complaint device was not returned to bsc, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event.

Event description:
It was reported that the shock impedance of this right ventricular (rv) lead was found to be variable with certain measurements reaching over 125 ohms, which was high out of range. It was noted that this was most likely caused by patient condition. Technical services suggested reprogramming as troubleshooting. No adverse patient effects were reported. Currently, this lead remains in service.